Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 a patient underwent procedure for percutaneous endoscopic gastrostomy (peg)tube placement. On (B)(6) 2017 the patient had drainage and irritation at the stoma site. The patient was seen in the emergency room and was diagnosed with stoma site cellulitis and was placed on keflex. A CT scan was done to r/o tunneling infection or abscess.